Event description:
Patient's wife contacted dexcom on 12/01/2015 to report that the receiver displayed a firmware error on 06/28/2015. The patient's wife did not report injury or medical intervention. No additional patient or event information is available. The complaint device was not returned for evaluation. The data was reviewed on 12/21/2015; however, did not include the date of issue. Therefore, the reported event of firmware error could not be confirmed. The root cause could not be determined.

Manufacturer narrative:
(B)(6).